Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the battery life issue complaint was not duplicated during the investigation. The review of the black box showed that the data from the date of the complaint has been overwritten. The current black box showed no evidence of short battery life. The pump electrical current draws measured within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered on with returned battery cap but the battery cap was unable to fully tighten. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.